Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. It was reported during the index procedure the angiogram of the stent graft showed a type iii fabric endoleak. A catheter was inserted where the type iii endoleak was at and was injected with contrast. Contrast jetted out from the stent graft and there seemed to be a suture break. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of two still angio images at implant showed that an endurant stent graft system was implanted. Contrast injection from the m ID-aortic body showed contrast outside the stent graft from the patient left side near the level of the flow divider. Another still image with the injector placed near the level of the flow divider showed contrast coming out of the left side of the bifurcate, near the injector, primarily between the stent rings near the flow divider. No obvious issues were observed with any of the stents near the endoleak, and no other stent graft issues were seen. The cause and type of endoleak could not be determined from these limited still images. It is possible that this was a type iii fabric endoleak or a type IV endoleak.

Event description:
Additional information was received for this case. The 30 day follow up CT revealed that there was no endoleak.